Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radiofrequency programmer head would not interrogate and further noted that it failed its uplink test. The cable was replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency head would not interrogate an implanted device. The head was replaced and resolved the issue. The head has been returned for service. No patient complications have been reported as a result of this event.